Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07738. It was reported that the patient experienced ineffective therapy for several months and the system was auto reducing. Reprogramming did not provide effective therapy. Surgical intervention may take place at a later date.